Event description:
The complainant reported that the clinician was performing a cysto left ureteroscopy procedure on a female patient using a segura hemisphere stone retrieval basket. The patient had presented with hydronephrosis. A cat scan and ultrasound were performed, which revealed a 7mm stone in upper at uteropelvic junction. The ivf did not show the stone, and a fluoroscopy did not show the stone. The stone was located just below the uteropelvic junction and was embedded in inflammatory tissue. The physician believed the stone was about 4-5 mm at that time. According to the complainant, a segura basket was opened beside the stone (not above or under) and the stone rolled into the basket. The basket was closed, but the physician's assistant reported that it felt funny closing. A fluoroscopy showed the sone to be 5 mm x 9 mm. Physician brought basket down to the level of vessels and noted it felt "tight". The physician injected fluid to dilate and came down again. The stone was moved directly against ureteral catheter (snowconed). A re-entry catheter was used. Once below the vessels (by going up/down 5 centimeters to work the way down), the physician moved down to the ureter, dilated up, stone down. It became stuck, so it pushed back in. An x-ray was then taken and the clinician continued to dilate. While pulling the stone, resistance gave way, and the sheath came out of the patient along with the re-entry catheter and the ureteroscope. The drive wire that is connected to basket was left hanging in patient. The scope was off wire and everything except the wire came out of patient. The complainant reported that the wire must have broken in the handle. The stone was located way down low in the patient. The wire was still attached to the basket, so the wire and stone were pulled from the patient. Physician thought maybe ureteral avulsion occurred because the down low area below stone had collapsed. After the stone was pulled out, the physician could not get back in. The physician believes mucosal inversion or avulsion occurred. IV contrast was given, which only showed hydronephrosis, no dye was in the bladder. A nephrostomy tube was placed 6 hours later (checked and still no extravasation at that point). The procedure was aborted. The physician commented that the patient should be fine, the condition is treatable. The patient was referred to a clinic. If correction is needed (borrory flap) and then just a few scars would occur.

Manufacturer narrative:
The lot number is not known; therefore, the device manufacture date and expiration date cannot be determined. Information supplied in section f was completed by the manufacturer based on information obtained from the complainant. The complainant reported that the device will not be returned for evaluation as it was discarded following the event; therefore, a failure analysis of the device is not available. An analysis of the event was performed. It was determined that based on the event information received and the investigation of other devices that have been returned for investigation, the handle cannula of the complaint device separated from the pinch vise in the handle that holds it in place. This defect has been observed on other retrieval devices. The root cause for the handle cannula separating from the pinch vise is that the handle cap was not tightened securely to the handle during manufacturing. The force of the handle cap holds pressure on the pinch vise to hold the handle cannula in place. The probable root cause for this complaint is manufacturing.